Event description:
It was reported to boston scientific corporation on october 18, 2018 that a flexiva 200 tractip laser fiber was opened for use in a laser stone removal procedure performed on (B)(6) 2018 . According to the complainant, during preparation, the laser fiber tip was noted to be broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was returned broken into two pieces. The first piece measured approximately 31.7 cm from the top of the connector to the break. The second piece measured approximately 280.2 cm from the break and includes a portion of the distal tip and kinks were noted. The cause code for this event is manufacturing deficiency. The exposed glass portion measured approximately 0.1 cm. The pattern on the tip face was consistent with a tip detachment. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a laser stone removal procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber tip was noted to be broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.